Event description:
It was reported that cartridge alarm 20 occurred, but caller stated that blood glucose level did not exceed reported high level. There was no adverse impact to the customer's blood glucose level. Customer had already loaded new cartridge and successfully resumed insulin therapy before contacting support, so support could not provide further loading assistance and issue was documented as resolved.